Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on the following information received, the vitrectomy probe was not cutting and it had no aspiration during the procedure, after submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that there was no aspiration.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported vitrectomy did not cut, aspiration condition unknown.